Event description:
It was reported that the ilet displayed a high blood glucose of 252 mg/dl after the user did not announce a lunch meal when glucose was 95 mg/dl and subsequently consumed three pieces of toast and coffee with milk and sugar; no device malfunction was observed. Symptoms included hyperglycemia peaking at 259 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user, and review and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.